Event description:
The user facility reported that air was detected in the centrifugal pumphead (non-roller type included in a converience kit) after the extracorporeal circuit primed. The device was de-aired prior to initiation of surgery and did not require a change out of the device. The surgery was completed without further incident and without injury or harm to the pt. The event occurred during/after priming of the circuit-before the pt underwent surgery.